Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that when the system was turned on for testing the irrigation and oil extraction were not triggered. There was no patient involvement.

Manufacturer narrative:
The system was examined and the reported ¿oil extraction issue¿ was confirmed (via event log review). The irrigation not being triggered¿ was not replicated. The pneumatics module was replaced to resolve the oil extraction issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on april 24, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause of ¿oil extraction not triggering¿ can be attributed to a nonconforming pneumatic module. However, how and when the module became nonconforming could not be determined. The root cause of ¿irrigation not being triggered¿ could not be determined. (B)(4).